Manufacturer narrative:
Ge rep evaluated sys and found faulty workstation quad power supply. Replaced power supply, performed operational testing. System operates as intended.

Event description:
It was reported that the sys intermittently would not boot. No pt injury reported.